Manufacturer narrative:
Comments: the author/physician has not implied that the essure micro-insert is the source of the infection, but does suggest that the device may serve as a 'nidus' for infection. Conceptus has made the conservative decision to report this event on this MDR, even though no direct link between the devices and the infection have been made.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Event description:
Initial information provided to conceptus through journal of women's health, volume 20, number 5, 2011. Patient presented with acute onset of lower quadrant abdominal pain 3 years post-essure placement. Patient demonstrated signs of acute peritonitis so exploratory laparoscopy was performed and revealed ruptured tubo-ovarian abscess. Antibiotics initiated. Post-op day 7, patient had recurrence of acute peritonitis necessitating eventual hysterectomy. The infectious disease consultant suggested removal of all foreign bodies, including micro-inserts, from pelvis. Hysterectomy was performed and micro-inserts found to be properly placed in both fallopian tubes.